Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a pacemaker explant procedure. Prior to the procedure, it was noted that the atrial lead exhibited loss of capture. Fluoroscopic imaging was performed and the atrial lead was found to be damaged. The atrial lead was capped and replaced (B)(6) 2022. The patient was in stable condition before, during, and after the procedure.